Manufacturer narrative:
The device was returned to olympus for evaluation. During testing, the reported issue was confirmed; the device relayed no image. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the main unit screen of the evis lucera elite video system center occasionally goes black during a procedure and the clv-290sl (sn (B)(6)) light source was sent to the maintenance station together. No adverse effects to patient reported.

Event description:
The customer reported that the device issue was identified at the beginning of the patient procedure (diagnostic gastroscopy). There was no reported delay and the procedure was completed using the same device. There were no adverse effects.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, additional information received (identified via b5), and correction to h10 of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 8 years since the subject device was manufactured. After initial testing, the device was disassembled for further inspection. When the device was reassembled, the image issue did not repeat. Based on the results of the investigation, and because the phenomenon was not duplicated durinv evaluation, a specific cause of the issue could not be identifed. Olympus will continue to monitor field performance for this device.